Event description:
The clinician reports the implant was inserted (B)(6) 2006 in fdi 31. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and inflammation. Nofurther patient complications were reported.